Event description:
It was reported that a journey ii poly was explanted from a patient as part of an irrigation and debridement process for periprosthetic knee infection. The explanted poly was replaced by another poly of the same type. The poly was not considered to be the problem. The original primary tka procedure was performed on (B)(6) 2020. The outcome of the patient is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports a poly exchange during an irrigation and debridement, due to infection. To date, the requested surgical reports and x-rays have not been provided. Therefore, the patient impact beyond the reported infection and revision cannot be determined. No further medical assessment is warranted at this time. Should clinically relevant documentation become available, this clinical/medical task may be re-opened. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.